Event description:
The facility states 2 caregivers were using the lift for a resident, when the resident was allegedly dropped, sent to the hospital and died.

Manufacturer narrative:
A manufacturer representative received information that a nursing home resident was being transferred by two caregivers when the resident fell out of the sling. The resident was transferred to the hospital and died. Current user guide covers proper transfer methods. Product has not been returned for evaluation at this time so its unknown if a transfer error, misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged death.